Manufacturer narrative:
The technician found that the side rail cable was cut causing no head functions. The technician replaced the side rail cable to resolve the issue.

Event description:
Account alleged no head up. No patient impact.